Event description:
Customer reports of experiencing excessive no delivery alarms. Customer's blood glucose was 163 mg/dl. During troubleshooting, it was found that customer did not try all remedies for resolving no delivery issues. Customer was adivised to try all remedies and to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.